Event description:
It was reported that the pt presented to the emergency room with ventricular tachycardia. Sensing anomaly was observed on the atrial lead due to dislodgement. The device was reprogrammed to vvi and the lead was explanted and replaced later in a device upgrade procedure.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. No anomaly was found.